Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/moisture) issue. It was noted that there was moisture behind the display screen. It was also noted that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: during investigation, the pump powered on to a blank screen. There was moisture observed behind the display lens. A leak test was performed and failed indicating a battery compartment and pump case leak. The battery compartment was observed to be cracked at the threads above the bumper; the pump case was cracked at the case seal. The pump was opened and there was evidence of moisture ingress and on internal components.